Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were tested on the bench and an internal capacitor anomaly was found. Bench tests were performed with lab hv capacitors, and the device was found to function normally. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Correction _ this report is not based on analysis. A complaint was reported on the device.

Event description:
It was reported that the device showed extended charge time of 28 seconds during the last capacitor maintenance on (B)(6) 2016. The asymptomatic patient presented remotely via a merlin.net transmission. Upon review the clinician noted that the last cap maintenance was recorded at 28.4 seconds to charge. It was recommended to bring the patient to the clinic to perform manual capacitor maintenance. The patient was stable at the time of the call and will continue to be monitored. On 3/7/2016 a manual capacitor maintenance was performed which completed with a charge time of 20 seconds. It was indicated that the device is fully charging each time as there is no timeout and that the device would deliver appropriately if necessary. Further information notes that the device was explanted on (B)(6) 2016 due to the advisory of premature battery depletion.